Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, serial/lot #: -, ubd:unknown, UDI#:unknown product ID: 9735785, serial/lot #: -, ubd:unknown, UDI#:unknown product ID: 9736411, serial/lot #: -, ubd:unknown, UDI#:unknown h3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, and visual inspection. Hardware parts were replaced, although the work order did not specify which parts were replaced. After the system checkout was performed, the system was returned to service and confirmed to be performing as intended. Codes b01, c13, and d02 apply. A1102 and a110201 apply to system booted to a black screen with running text indicating an unspecified failing script. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about a navigation system issue identified outside of a procedure. It was reported that the system bo oted to a black screen with running text indicating an unspecified failing script. The system was rebooted and was able to boot as intended. The site reported similar behavior two days later, which was initially identified as an issue with the image acquisition system (ias). The site then saw the same black screen with running script a few days after that. Troubleshooting steps included having the site send a picture of the failing script, shutting off the system, unplugging it from wall power, holding the power button for 15-20 seconds, plugging the system back in, and rebooting. The system was able to boot to the login screen. The site then turned off the computer and swapped the solid-state drive (ssd) to an empty slot on the computer, but the system booted to the same watchdog lock-up screen. The ssd was swapped back to the original port, and the system was able to boot as intended. The system was rebooted through software and booted to the login screen. Despite rebooting as intended currently, technical services (ts) decided to send parts as this was technically the third occurrence. There was no patient present.

Manufacturer narrative:
The cable 9735785 dp to mini-dp s8 svc was returned for analysis. Functional testing determined that the cable was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3: software analysis was performed. No failures were found. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.